Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the impedance for 0 and 1 were "do not use", 3 was "avoid", and all other impedances were in the good range.

Event description:
Information was received from a patient regarding an external device. The reason for call was pt has two stimulators (ins) and says the one they use for stimulation on their back isn't working and says this started "maybe since the beginning" but isn't sure when (year valid). Pt mentioned calling into patient service (pats) in the past when belts have broken. They said they met with a manufacturer representative (rep) at healthcare professional (hcp) office on tuesday and rep said to call pats. Pt can charge ins and see settings with rtm plugged in but when they try to connect wirelessly they get no device found. The issue was not resolved. An email was sent to the repair department to replace the device. Pt called back and said the controller stopped working last night. Patient said they can't control the intensity and it's not responding. Reviewed how to reset the controller and patient was able to connect to the implanted neurostimulator and start a charging session. Patient was charging with excellent quality. During call the equipment was working fine and pt will try and record what they are seeing next as all was working fine during call. The troubleshooting steps that were taken on the call resolved the issue. Pt mentioned their controller was just replaced. Pt called back again and reported their controller was not communicating and seeing settings not available. Patient states they will unlock and put battery back in and interrogate the battery life and will see settings not available. Patient service specialist advised to try and increase/decrease in a group not used. Pt states he cannot adjust any groups as they continue to see that same message. Pt states had this problem last week and we replaced controller and two days ago saw this problem again for their neck but started working on the phone during the call. Agent reviewed this is not a controller issue and has to do with the ins. Agent advised to confirm the ins is full which pt states yes this is full and also reviewed can lower a group that is not used. Pt mentioned rep adjusted other one and didn't work so mdt replaced controller. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Pt mentioned they was just shipped a replacement controller. Agent sent email to the mdt rep. Additional information was received from a manufacturer representative (rep). The rep reported that they will need to meet with the patient again to take a look at the ipg after controller replacement. When rep saw patient they thought it was a controller issue because they were able to connect an extra controller they had and not see the error code so they advised patient to called patient services to get a new controller. Now that patient is still getting the error per the information we have dictated, the rep or someone on their team will need to meet with patient again to answer the questions. Additional information was received from the rep. The rep reported that the clinical specialist on the team had met with the patient. It was determined that the settings were unavailable due to impedance issues. The specialist was able to adjust the programming and the issue had been resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745nt, serial# (B)(6), product ID 97745nt, serial# (B)(6). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.